Event description:
It was reported that there was dark of image.

Manufacturer narrative:
Alleged failure: eib alexa, onsite. During ent sinus cases sometimes the picture has been getting really dark. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root causes are: bad digital board. Advise to replace the digital board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was dark of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.